Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned viper t20 hexlobe driver revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the part. Results of fracture analysis suggest that the driver underwent a quasi-static torsional failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record found no discrepancies. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause of the driver shaft¿s distal tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional failure. Additionally, based on the device lot code, it appears that the driver had been in the field for approximately four years. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while backing up the depth of a viper xtab screw, the tip of the viper t20 hexlobe driver broke off in the screw. The surgeon was able to retrieve the broken fragment and the surgery was completed without a delay.